Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Medwatch report# (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink set disconnected while connected to a patient. The disconnection of the IV site with no fluid being infused, led to blood flow from the port and onto the patient and linen. There was no patient injury or medical intervention associated with this event. No additional information is available.